Event description:
The customer reported that the system would not boot up and displayed an error message. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system, hard drive and power supplies were replaced. The system was then found to be operating as intended.